Event description:
It was reported that two episodes were collected by the recorder and both have quite a bit of noise on the baseline. Upon review of the manufacture's data base, it was determined that the recorder was explanted and a dual chamber pacemaker system was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.